Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. The diameter of the aorta at the renal artery measured 22 mm in diameter. The length of the proximal neck measured 12 mm in length. There was a 30 degrees of angulation. There was minimal vessel tortuosity and calcification at implant. It was reported that, during the index procedure, the physician was removing the delivery system and one of the supra renal stents became inverted. The physician elected to balloon the area and the supra renal stent was pushed back into place. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.